Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump alarmed no disposable. Silenced alarm, reviewed settings and closed the clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and opened the clamp. Started the pump. Pump is running. It was also reported that the pump was alarming no disposable clamp tubing. Silenced the alarm, reviewed settings and closed the clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and attempted to start but the pump- alarmed no disposable pump won't run. Silenced alarm and powered the pump off. There was no patient injury reported.